Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield was broken. The following information was provided by the initial reporter. The customer stated: "the safety device was broken and bonded/fused with the plastic. When pulling back it nearly broke off entirely."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield was broken. The following information was provided by the initial reporter. The customer stated: "the safety device was broken and bonded/fused with the plastic. When pulling back it nearly broke off entirely."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368650. Batch number: 2006569. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 3 customer photos were received for review and analysis. The customer photos confirm the reported failure mode of defective locking mechanism (dlm) as the photo shows a bd eclipse device with a broken safety shield that resulted from opening the safety shield right before safety shield activation, according to the customer verbatim. Bd is able to confirm the customer¿s reported failure mode from the customer photos provided. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.